Event description:
It was reported to philips that an unspecified error occurred, preventing the system's c-arm from moving. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for cerebral angiography at the time of event. The customer restarted the system twice to complete the procedure. It was reported to philips that the c-arm was unable to move. The customer didn¿t ask for evaluation nor repair of the product to philips since the device was out of warranty. The system was checked by third party, so no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.